Event description:
Reporting status: malfunction. Reporting rationale: a foreign material in the pt anatomy may cause or contribute to pt injury. Device issue: foreign material. It was reported that the guide wire was unable to advance through the promus monorail system due to resistance. No pt effects were reported. This is being reported based on analysis of the returned device which found foreign material in the guide wire lumen. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). A conclusive root cause cannot be determined for the noted fiber. Eval summary: the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The inner member inside the balloon was wrinkled at the distal balloon marker distally for a length of 3 mm. There were fibers in the guide wire lumen for a length of 2.8 cm proximal to the proximal seal. The fibers were in a corkscrew shape. There was no other damage noted to the sds. The stylet and protective sheath were returned. There was no damage noted to the stylet or protective sheath. The guide wire used during the procedure was not returned. An attempt was made to advance a pin gauge through the guide wire lumen but the pin gauge would not advance through the inner member between the balloon markers. After the fibers were removed the pin gauge advanced through the tip and through the guide wire exit notch. There was slight resistance noted at the wrinkled inner member at the distal balloon marker. An attempt was made to backload a new 0.014" guide wire through the sds but the wire would not advance through the inner member between the balloon markers. The guide wire was advanced through the guide wire exit notch to attempt to load the wire but the wire stopped 2.8 cm proximal to the proximal seal at the location of the fibers. A new indeflator filled with water was used to expand and remove the stent implant and inspect the inner member. The fibers extended through the inner member into the center of the balloon. The shaft was cut and the fibers were removed from the inner member. There were white fibers removed from the inner member for a length of 8.5 cm. The fibers appear braided. After the fibers were removed from the guide wire was backloaded through the sds and there was no resistance noted. The fiber will be sent to the chem lab for further analysis. Product performance engineering reviewed the incident. It is likely that the fibers within the guide wire lumen contributed to the reported difficulty to position and resulted in the noted inner member wrinkling. The white fibers appeared to be braided, with multiple small fibers wound together to make a larger fiber that was 8.5 cm long. The fibers were sent for chemical analysis. The analysis determined that all the fibers that were wound together were of the same material and appeared to be a type of cellulose. An exact match was not determined but it was stated to be similar to cotton ball, lens cleaner and cardboard fibers. It is possible that the guide wire used during the procedure was cleaned/wiped down prior to insertion into the sds guide wire lumen such that the fiber from the cloth used to wipe down the guide wire was introduced into the guide wire lumen. It is unlikely that this fiber was introduced into the lumen during mfg as similar cellulose fibers are not present in the mfg clean rooms and all sds are 100% checked for proper guide wire movement. Add'l info was requested regarding if the guide wire was used in combination with other products during the procedure and if it was wiped down prior to use with the promus sds; however, no add'l info was rec'd. A review of the finished product lot history record (lhr) did not reveal an nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. A query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Although a conclusive cause cannot be determined for the noted fiber, the reported difficulty to position appears to be related to the operational context of the procedure. Product performance engineering will monitor the experience circumstances.